Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the issue with reports not loading was caused by a long connection open time between sql server reporting services on the report server and the data source on the database server. A technical support specialist confirmed that the connection took a long time to open because the domain controller took too long to authenticate the domain credentials used by the reporting application to access the reporting database. The tss implemented the knowledge article (ka) workaround titled "report composer stuck on white screen for extended amount of time - high connectionopentime in ssrs" after identifying that the root cause was domain controller authentication delays. The tss restarted the mssql and ssrs services to resolve a subsequent reporting issue, verified that reports remained operational across the affected server groups, coordinated the removal of the critical note, and obtained approval to close the case pending no further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, running reports took an extended amount of time to respond. The user reported that multiple reports failed to generate successfully. The customer also reported that this issue affected the ability to review information on the pyxis server and impacted patient care workflows. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.